Event description:
A polyflex esophageal stent was used during a stent placement procedure in a male patient (weight unk) in 2007. According to the complainant, "during the procedure, the stent catheter possibly perforated the esophagus at malignant site. The physician completed the procedure and will monitor the patient." Reportedly, the event prolonged the patient's hospital stay. The patient's current condition is unknown.

Manufacturer narrative:
A search of the complaint database revealed no additional complaints recorded for this lot. The december 2007 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.